Event description:
On (B)(6) 2012, the reporter called animas alleging that the up arrow keypad button is sticking and requires multiple presses to evoke a response. The patient wears the pump attached to a belt and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact with no damage. The 'up' and 'down' buttons were found to be intermittently responding and require excessive force to activate. The keypad was removed to investigate and contamination was observed under the button contacts.